Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulmonary vein isolation procedure to treat atrial fibrillation, the faradrive steerable sheath clear, was selected for use. It has been mentioned that air bubbles were present in the sheath while the farawave catheter was in the shaft of the sheath. The troubleshooting steps included multiple attempts to aspirate without success in clearing bubbles. The procedure was completed successfully by using a different device, the same model. No patient complications have been reported. The product is not expected to be returned as it was disposed. It was further reported that the non-boston scientific octaray and farawave were the two catheters that were used inside of the faradrive sheath. A pressure bag was used for the irrigation of sheath. There were excessive bubbles noted while aspirating the sheath while the farawave was visible in the translucent shaft. The guidewire was advanced past the tip of the farawave by a few centimeters while in the shaft of the sheath. No other issue has been reported.